Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 80 (non-recoverable system error) occurred when the arctic sun device was used for a patient. This device was repaired with control panel on august 20th, but the issue occurred within short term. Per review of wo on 24oct2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25oct2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Event description:
It was reported that the alarm 80 (non-recoverable system error) occurred when the arctic sun device was used for a patient. This device was repaired with control panel on august 20th, but the issue occurred within short term. Per review of wo on 24oct2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 25oct2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor circuit card. The device was evaluated upon receipt. Alarm 80. Replaced processor circuit card. Unit was evaluated for functionality per (B)(4). Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.